Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an over delivery. Customer¿s blood glucose was 155 mg/dl. Customer treated with food and glucose tablets. Customer was alleging the insulin pump because the customer had receiving auto basal while low. Troubleshooting was done for low blood glucose. The insulin pump will not return for the analysis.